Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer later determined that the cause of the reported issue was the w04 system pcb/interface pcb cable. The biomedical engineer advised that he will install a new w04 system pcb/interface pcb cable to resolve the reported issue. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the buttons on their device's keypad were unresponsive when pressed. The only button that would respond when pressed was the on/off button. As a result, defibrillation was not possible. There was no patient use associated with the reported event.